Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was using a cavitron cleaner (dental tool) on the patient yesterday and she had to stop using it because the patient reported they felt "something funny". Caller noted no complications or emergencies, just that she had to discontinue use of the tool. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.